Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the user interface (ui) and system controller pcb assemblies, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and verified the reported issue. It was determined the cause of the reported issue was due to the system controller pcb assembly. The specific component root cause could not be determined. The removed user interface pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had logged multiple event codes and had a connect cable message on the device when the therapy cable is connected.  This message could cause an issue with the device recognizing a patient and delivering defibrillation energy.  There was no report of any patient use associated with the reported issue.